Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer's blood glucose level was 148 mg/dl. Customer stated that they were not able to troubleshoot at this time. Customer was advised to do a complete set change for safety reasons. Customer also received a failed battery test. Customer stated that they changed out the battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.